Event description:
The customer was hospitalized with high blood glucose levels and diabetic ketoacidosis. The customer stated, she did not follow the two high blood glucose rule and for many years she has mostly been using her abdomen for injections and the infusion set insertions. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.